Event description:
It was reported that the error 113 (reduced water temperature control) occurred in an arctic sun device. Per review of wo on 22sep2025, there was no patient involvement.

Manufacturer narrative:
Initial facility reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial facility reporter name: (B)(6). The initial reporter phone number is (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The fault is on the mixing pump. Replaced mixing pump. During the electrical safety test, a defect was found on the power cord. A 2000-hour pm was completed on the device. Replaced power cord. As part of the pm, replaced heater, circulation pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction- d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 113 (reduced water temperature control) occurred in an arctic sun device. Per review of wo on 22sep2025, there was no patient involvement.